Event description:
It was reported that it was discovered that the patient had a syrinx; therefore, the patient was having exploratory surgery. The catheter was cut during the procedure by the physician (related to procedure), and no issues were found with the catheter (good flow both ways). The catheter tip was brought down one vertebral body during the procedure. There was 30 cm of catheter at the spinal end that was now clear of drug, so calculations were discussed to prime the distal end of the catheter that they hooked back up. The pump system was being used to infuse baclofen (unknown); the reporter thought the drug was gablofen, but was not sure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8590-9, lot# n456356, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported the cause of the syrinx was unknown. The patient was reportedly better at the last visit.